Event description:
The patient was revised on (B)(6) 2022 due to dismantling. Approximately 2 years and 1 month after the last surgery. The surgeon explanted 1 stem humelock ii, 1 glenosphere, 1 glenoid baseplate, 2 standard screw, 2 loncking screw and 1 humeral cup 135/145° ø36+3. The surgeon implanted 1 double taper and 1 centered head 43x16.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.